Event description:
It was reported to st.jude medicla that the device was explanted due to t-wave oversensing which resulted in the delivery of inappropriate high voltage therapy. It was also reported that the competitor's ventricular lead may have problems that contributed to the oversensing; however this has not been confirmed.